Event description:
It was reported that the customer's insulin pump has a cracked display and multiple scrathes and a worn display. No additional information was provided.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a loose and titled drive support disk, a cracked belt clip slot on the battery tube side, a broken belt clip slot on the reservoir tube side, and small bleeding dots at the display glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).